Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with the 1cc insulin syringe. The customer reports "drawing up insulin into the barrel of her syringe and as she was pulling the needle out of the insulin bottle the needle detached and remained in the insulin bottle."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.